Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician experienced resistance while advancing and retracting the cat6 and noticed that the cat6 had broken into two pieces upon removal from the sheath. Therefore, the cat6 and the access sheath were removed and the procedure was successfully completed using a new cat6 and a new access sheath. There was no report of an adverse effect to the patient.